Event description:
It was reported that the patient expired on (B)(6)2020. It was noted that no autopsy was performed. The device was not explanted. The device was not returned for evaluation.

Manufacturer narrative:
Section b1, b2, b5, h1, h6: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation events and pump stoppages consistent with a potential driveline issue; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump was set to a fixed speed of 9600 rpm and the low speed limit was set to 9000 rpm. The log file recorded low speed operation which progressed into a pump stoppage on (B)(6) 2020 at 6:00:35 pm and 6:06:29 pm. The pump regained speed on its own following these events and remained above the low speed limit for the remaining duration of the log file. The patient was connected to 14 v batteries during all abnormal pump operation. Based on previous complaint experience, the atypical pump behavior captured within the log files could be indicative of a potential driveline issue, resulting from a phase to phase short. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms, including driveline fault alarms, and the actions associated to resolve the alarms. The heartmate ii lvas IFU is currently available. Death is listed as an adverse event that may be associated with the use of heartmate ii lvas. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair was reported under MFR# 2916596-2018-05708. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has pump stops and driveline disconnect alarms. The patient was in the cardiothoracic intensive care unit (cticu). The patient had previously had a percutaneous lead repair. The log file captured pump stops on (B)(6) 2020. The pump stops occurred on battery power. This appeared to be caused by a percutaneous lead phase to phase short. On (B)(6) 2020, the patient's pump stopped for 12 minutes. The controller was exchanged to see if it prompted the pump to restart but it did not. The driveline was disconnected from the controller to stop the pump and ensure it did not restart due to the length of time the pump was off. The patient was awaiting a consult from surgery to determine next steps.